Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the physician felt that the intraocular pressure was low from an ophthalmic console and cassette being ejected. The console being switched off and on for twice and the cassette was accepted. The surgery was completed successfully. There was no patient harm.

Manufacturer narrative:
The company representative was able to replicate the reported intraocular pressure (iop)/fluidics issue. The fluidics module was replaced to address this issue. The cassette issue is being investigated under another investigation. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported ¿fluidics/ intraocular pressure (iop)¿ is attributed to the nonconforming fluidics module. The system was found to exhibit no functional problem relating to cassette acceptance. However, the cassettes are being currently investigated. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).